Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), endometritis ('endometritis/possible endometritis/infection(other) patient suffered multiple infections after essure implant and had hospitalized for several days'), multiple allergies ('allergic or hypersensitivity reaction./ multiple allergic reaction'), anaphylactic reaction ('anaphylaxis'), kidney infection ('kidney infection') and infection ('multiple infections after essure implant and had to be hospitalized for several days') in a 33-year-old female patient who had essure (ess205) (batch no. 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". The patient's medical history included c-section, gravida ii and parity 2. Concurrent conditions included endometrial ablation, edema, intermittent fever, asthma, heavy periods and abdominal cramps. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criteria hospitalization, medically significant and intervention required), endometriosis ("endometriosis"), allergy to metals ("nickel allergy/allergic reaction"), adenomyosis ("adenomyosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problem or changes"), rash ("allergic or hypersensitivity reaction type: rash/rash on stomach ") and infection (seriousness criterion hospitalization), 1 day after insertion of essure (ess205). In 2006, the patient experienced skin disorder ("rashes or skin conditions"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization, medically significant and intervention required), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), anaphylactic reaction (seriousness criterion medically significant), pharyngeal swelling ("swollen throat"), kidney infection (seriousness criterion medically significant), post procedural infection ("infection (other) describe: post-surgical infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, essure removal, laparoscopic supracervical hysterectomy, essure removal/endometrial ablation and laparoscopic supracervical hysterectomy, tubal ligation). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, endometritis, multiple allergies, endometriosis, cystitis, urinary tract infection, vaginal infection, skin disorder, allergy to metals, adenomyosis, bladder disorder, urinary tract disorder, rash, anaphylactic reaction, pharyngeal swelling, kidney infection, post procedural infection, dysmenorrhoea, fatigue and infection outcome was unknown and the abdominal pain and pelvic discomfort had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, anaphylactic reaction, bladder disorder, cystitis, dysmenorrhoea, endometriosis, endometritis, fatigue, infection, kidney infection, multiple allergies, pelvic discomfort, pelvic pain, pharyngeal swelling, post procedural infection, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2008: diagnosis: uterus without cervix (55 grams): 1. Endometrium - hyalinized fibrosis, possibly representing previous endometrial ablation. 2. Lower uterine segment/proximal endocervical canal - no pathologic change. 3. Myometrium - no pathologic chang clinical information: pelvic pain specimen(s): uterus microscopic description: portions of tissue there is what appears to be metallic wire measuring 2.5 cm in length and 0.2cm in diameter. This may or may not represent an intrauterine contraceptive device.. Concerning injuries reported in this case the following one was described in patient medical records:possible endometritis, endometrial ablation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet received: new events - allergic or hypersensitivity reaction type: rash, anaphylaxis, swollen throat., infection (bladder/ urinary tract/vaginal) type: kidney infection, infection (other) describe: post-surgical infections , rashes or skin conditions type:rash, or reaction to metals, dysmenorrhea (cramping), fatigue, multiple infections were added. Reporter's information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis/possible endometritis/infection(other) patient suffered multiple infections after essure implant and had hospitalized for several days') and multiple allergies ('allergic or hypersensitivity reaction./ multiple allergic reaction') in an adult female patient who had essure (ess205) (batch no. 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint didi not underwent essure conformation test". The patient's medical history included c-section, gravida ii and parity 2. Concurrent conditions included endometrial ablation, edema, intermittent fever, asthma, heavy periods and abdominal cramps. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced skin disorder ("rashes or skin conditions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization, medically significant and intervention required), multiple allergies (seriousness criteria hospitalization, medically significant and intervention required), endometriosis ("endometriosis"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal pain"), pelvic discomfort ("dicomfort"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problem or changes"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, laparoscopic supracervical hysterectomy, essure removal and laparoscopic supracervical hysterectomy, essure removal/endometrial ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, endometritis, multiple allergies, endometriosis, cystitis, urinary tract infection, vaginal infection, skin disorder, allergy to metals, adenomyosis, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain and pelvic discomfort had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, bladder disorder, cystitis, endometriosis, endometritis, multiple allergies, pelvic discomfort, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: diagnosis: uterus without cervix (55 grams): 1. Endometrium - hyalinized fibrosis, possibly representing previous endometrial ablation. 2. Lower uterine segment/proximal endocervical canal - no pathologic change. 3. Myometrium - no pathologic chang. Clinical information: pelvic pain. Specimen(s): uterus. Microscopic description: portions of tissue there is what appears to be metallic wire measuring 2.5 cm in length and 0.2cm in diameter. This may or may not represent an intrauterine contraceptive device.. Concerning injuries reported in this case the following one was described in patient medical records:possible endometritis, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis/possible endometritis/infection(other) patient suffered multiple infections after essure implant and had hospitalized for several days') and multiple allergies ('allergic or hypersensitivity reaction./ multiple allergic reaction') in an adult female patient who had essure (ess205) (batch no. 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient (B)(6) not underwent essure conformation test". The patient's medical history included c-section, gravida ii and parity 2. Concurrent conditions included endometrial ablation, edema, intermittent fever, asthma, heavy periods and abdominal cramps. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced skin disorder ("rashes or skin conditions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization, medically significant and intervention required), multiple allergies (seriousness criteria hospitalization, medically significant and intervention required), endometriosis ("endometriosis"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problem or changes"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, laparoscopic supracervical hysterectomy, essure removal and laparoscopic supracervical hysterectomy, essure removal/endometrial ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, endometritis, multiple allergies, endometriosis, cystitis, urinary tract infection, vaginal infection, skin disorder, allergy to metals, adenomyosis, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain and pelvic discomfort had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, bladder disorder, cystitis, endometriosis, endometritis, multiple allergies, pelvic discomfort, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: diagnosis: uterus without cervix (55 grams): endometrium - hyalinized fibrosis, possibly representing previous endometrial ablation. Lower uterine segment/proximal endocervical canal - no pathologic change. Myometrium - no pathologic change, clinical information: pelvic pain, specimen(s): uterus. Microscopic description: portions of tissue there is what appears to be metallic wire measuring 2.5 cm in length and 0.2cm in diameter. This may or may not represent an intrauterine contraceptive device. Concerning injuries reported in this case the following one was described in patient medical records:possible endometritis, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: new pfs + mr received- new events added: allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal), rashes or skin conditions, pain, nickel allergy, bladder and urinary problems, abdominal pain, pelvic discomfort, endometritis, endometriosis, adenomyosis, patient did not underwent essure conformation test were added. Lot number, new reporters were added. Product information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.